Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer confirmed that no action was needed. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. This issue has the potential to either delay, or prevent, defibrillation from being delivered.there was no harm to the patient as a result of the reported event.